Event description:
It was reported that while using one (1) bd vacutainer® ultratouch¿ push button blood collection set, blood leaked out of the winged needle during the blood collection no patient impact reported.

Manufacturer narrative:
E1: initial reporter facility name :(B)(6). D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one (1) bd vacutainer® ultratouch¿ push button blood collection set, blood leaked out of the winged needle during the blood collection no patient impact reported.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The customer photo depicts a device with blood leakage in the rear sample. Additionally, 30 retained samples were subjected to functional tests to assess the functionality of the device. All samples passed the testing, exhibiting no signs of damage to the device or leakage during use. Furthermore, these 30 retained samples underwent additional functional tests, all of which they passed, showing proper activation with no evidence of defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: leakage during use. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.